Event description:
One pt sample with discrepant free t4 results. Initial result gave 31.5 pmol/l. Sample repeated on another analyzer gave 16.3 pmol/l. If add'l info is received, appropriate notification will be provided.